Event description:
Information received by medtronic indicated that the insulin pump was receive a low battery alert prior to replace battery alert, replace battery now alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black customer returned pump for alleged charge/battery lasting less than expected and unexpected battery power loss found on (B)(6) 2022. Pump passed displacement test, self test, active current measurement and sleep current measurement. Pump successfully downloaded to thus. Test p-cap successfully locked into the reservoir tube. Pump trace download analysis confirmed the pump alarmed pump error 25 on (B)(6) 2022 at 4:00, 4:48, 9:00 and 13:00. The power management graph confirmed pump error 25, low battery alert, power loss alarm, replace battery alert, and replace battery now alarm were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.7v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly, however, unable to download new power management graph. The following were noted during visual inspection: pillowing keypad overlay, scratched case, and minor scratches on lcd window. In summary customers alleged charge/battery lasting less than expected and unexpected battery power loss was not confirmed, however a pump error 25 was found in the pump download history, however, unable to confirm reason due to not being able to redownload pump history or traces. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.